Event description:
The customer's mother stated that the customer was hospitalized due to hyperglycemia. Troubleshooting was performed and the programming on the insulin pump was correct. The insulin pump passed the prime, high pressure and self tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.